Event description:
It was reported by the patient that their total parenteral nutrition (tpn) bag had been running empty prior to the scheduled end time. There was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H2) correction: d4 lot number corrected.